Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "cassette not attached" error. The fault occurred during testing, there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
D9: 3/28/2024. One device was received for evaluation. Visual inspection found a worn uso seal and a scratched lens. A ¿high alarm displayed: cassette not attached properly¿ was revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the contaminated dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.